Event description:
It was reported that the insulin pump did not read the correct amount of insulin left in the reservoir on two occasions. The customer stated that he received no delivery alarms during priming, but the status of the reservoir did not match what was actually in the reservoir. He also observed a motor error alarm during the rewind process. The blood glucose reading was 263 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test due to faulty force sensor. Motor passed motor test. Insulin pump passed no delivery test and no excessive no delivery alarm noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.